Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: visual inspection: the universal chuck (part number: 03.043.001; lot number: 20013101) was received at us cq. The following investigation is based on the investigation by the r&d zuchwill team for similar complaint devices. Upon visual inspection performed by the r&d team, no defects were identified on the device itself. After examining the chuck on the subcomponent level, the top cap and jaws guide are assembled via a threaded connection and glue. The turning jaws will pull the jaws guide inwards. The inward movement could have led to breakage of the glued connection and loosening of the top cap and jam the jaws in the jaws guide and prevents it from opening. The complaint condition can be confirmed. Functional test: a ¿tp¿ chuck used in the verification testing was examined for comparison, the gap between top cap and jaws guide is barely visible to nonexistent. However, when tightening the chuck, it was noticed that the jaws guide is moving inwards, and a gap could be seen. After further examination a quick test was performed; while the chuck is open a ø6.3mm drill was inserted, it passed freely, then the same chuck locked a ø6mm pin buried under the top surface to allow passing the same drill, the drill didn¿t pass and a ø6.2mm drill passed with some force. This experiment showed that the jaws guide is moving inwards and outwards when the chuck was closed and opened. Eventually, the top cap became loose. So the device was functioning but it didn't operate smoothly throughout the experiment. Hence the device failed to completely perform as intended. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Complaint confirmed? Yes. Conclusion: the complaint condition was confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part #: 03.043.001. Synthes lot #: 20013101. Supplier lot #: n/a . Release to warehouse date: 10 nov 2020. Manufactured by: selzach . Supplier: (B)(4). No ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inserting the unknown nail, the driving cap/threaded tip broke off in the radiolucent insertion handle. Additionally, when pulling out the unknown reaming rod with the universal chuck the shaft of the handle started to unscrew and would not loosen from the reaming rod. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. Concomitant device: unknown nail (part# unknown, lot# unknown, quantity 1). Unk - reaming rods (part 03.033.001, unknown, lot# unknown, quantity 1). Radiolucent insertion handle frn (part# unknown, lot# l551419, quantity 1). This report is for (1) universal chuck. This is report 1 of 2 for (B)(4).